Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Review of the device history records did not identify an anomaly. The compatibility check showed that the product combination was approved by zimmer biomet. This device is used for treatment. Review of the complaint history did not identify similar events for this device. Initial op notes dated on (B)(6) 2014, demonstrated that the patient had left tha due to degenerative arthritis. Left leg 7.0 mm (0.7cm) short preop. Crf report demonstrated that the patient fell twice in 2015 with increase hip pain. Left leg continues 7.0 mm short (0.7cm) and continues to have severe limp at 1 year post op visit. X-ray review for x-rays dated on (B)(6) 2019, demonstrated that components are anatomically aligned. There is no fracture or dislocation. There is abnormal radiolucency along the acetabular component and fixation screws reflecting osteolysis. Minimal lucency is also noted along the tip and most proximal aspects of the femoral component. There is no radiographic evidence of component loosening, but this may be present clinically. In conclusion, a definitive root cause could not be determined for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file (B)(4).

Manufacturer narrative:
Additional information which was received on jul 23, 2019 the manufacturer received x-rays, other source documents (surgical report, cardiac ablation procedure report) for review. Should additional information become available for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and being monitored due to scoliosis.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and being monitored due to pain and leg length discrepancy.